Event description:
This lead was implanted on (B)(6) 1994 and was explanted on (B)(6) 2013 due to infection. Patient to be treated with antibiotics and will then be reimplanted. Patient is dependent so has a temporary pacemaker inplace until reimplantation. Patient will remain in the hospital until then. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).